Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 pen needles 31gx5mm 14 pack had issues with cap attachment. The following information was provided by the initial reporter, translated from (B)(6) to english: "the screw cap of pen needle could not be rotated down, the number of problem products was about 3-5 (the specific number couldn't be informed)".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Tested 7pcs retention samples of thread function and removal force of cover, all results passed¿ this is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that 5 pen needles 31gx5mm 14 pack had issues with cap attachment. The following information was provided by the initial reporter, translated from chinese to english: "the screw cap of pen needle could not be rotated down, the number of problem products was about 3-5 (the specific number couldn't be informed)".